Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt trunk cable was cut, cutting the -5v and +5v wires. The cause of the failure was isolated to the cut cable. The root cause for the cut trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient had received a service code 204 (belt unusable).